Event description:
A hospital in another country, reported to us that they were unable to insert the heater wire adapter to the inspiratory tube of an rt329 infant breathing circuit. No pt consequence was reported.

Manufacturer narrative:
The product referred to in the complaint is not sold in the USA, but it is similar to a product which is sold in the USA. The device was not returned to the manufacturer for investigation. An investigation was carried out based on the event description and previous experience with similar complaints. Result: we were unable to carry out a lot check as no lot info was provided with this complaint. Conclusion: it is likely that the user was unable to connect the heaterwire adaptor to the inspiratory tube of the breathing circuit because of a bend pin in the heaterwire connection of the inspiratory tube. It is possible this fault occurred during production, in use or via a combination of both. In 2007, changes were made to the infant breathing circuit production line. The new process does not allow bent pins to pass the electrical continuity test and units that fail this test are rejected. As no lot info was provided with this complaint we are unable to establish whether this fault occurred before or after these changes were made. Our monitoring and trending for this type of event shows a rate of occurrence worldwide for the past year of 0.0019%.